Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or ""brief sensor issue occurred. The sensor was inserted into the arm which is off-label usage of the device, on (B)(6) 2024. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. On (B)(6) 2024, the patient stated that their devices (cgm and insulin pump) were alerting and displaying no readings over 3 hours. She experienced confusion and disorientation. The patient was noted to be pregnant and have pancreatitis. She reportedly checked the bg which showed rapid lows and highs. One value was reportedly 497 mg/dl. The complaint states the device could not longer regulate her blood glucose and the patient reported using a pump. The patient reportedly had ketones as a result. She was taken to the emergency department by the parent, admitted for several days, and treated with IV insulin. The patient was feeling fine at the time of the call. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.